Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 355 mg/dl, 117 mg/dl, 361 mg/dl, 121 mg/dl, 285 mg/dl, and 94 mg/dl. Customer took 3 units of insulin after the 285 mg/dl result. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.